Manufacturer narrative:
Concomitant medical products: injector closed system transfer device. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the rn pulled the set that was primed with azacitidine from the chemo protection bag and noticed that the upper fitment separated and leaked from the silicone segment that was mated to an injector closed system transfer device. The rn immediately put the medication/tubing back in the bag and sent to the pharmacy. The rn cleaned the chemo spill per facility policy and reported that there was no impact to the user or patient as the set was not in use on the patient at the time of the leak . The customer requesting a replacement of the drug loss due to remake medication and now tugging on the tubing ¿where it separated before¿ prior to injecting the chemo. The event occurred in oncology ambulatory clinic.

Event description:
It was reported that the rn pulled the set that was primed with azacitidine from the chemo protection bag and noticed that the upper fitment had separated and leaked from the silicone segment that was mated to an injector closed system transfer device. The rn immediately put the medication/tubing back in the bag and returned it to the pharmacy. The rn cleaned the chemo spill per facility policy and reported that there was no impact to the user or patient as the set was not in use on the patient at the time of the leak. The customer is requesting a replacement of the drug loss due to a remake of medication and now the staff is tugging on the tubing, ¿where it separated before¿, prior to injecting the chemo. The event occurred in the oncology ambulatory clinic.

Manufacturer narrative:
No product will be returned per customer. The customer complaint of tubing separated and leaked was confirmed. Photo provided by the customer shows that the vinyl tubing was completely separated from the upper fitment. The root cause of the leaking/separation is due to a combination of factors related to insufficient solvent and improper assembly (gaps) due to equipment and/or operator error.